Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) ¿ incomplete. The expiration date is not currently available. Associated medwatch number: 1221934-2018-50689.

Event description:
It was reported via phone by the sales rep that during a meniscal repair, the customer's first 12 degree truespan implant deployed fine. The second implant came out of the gun possibly because the doctor pulled the gun too far. The doctor removed the second implant, but left the first implant inserted after trying to remove it, and decided to leave it in. They opened another device to complete the procedure. There were no patient consequences or delays. The customer discarded the device. The sales rep called back on 4-27-2018 and spoke with the doctor about this complaint and was told that the first truespan implant was removed from the patient in addition to the second implant. Sales rep called back on 4-30-2018 and requested another truespan device be added to this complaint. When the doctor was inserting a 24 degree implant, it did not have a good bite and pulled out while being tensioned. The doctor used another like device to complete the procedure.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The exp date was documented as unknown in the initial report and has been updated as 10/31/2020. Therefore, UDI: (B)(4). Investigation summary the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If additional information should become available, a supplemental medwatch will be submitted accordingly.